Event description:
It was reported that the asymptomatic patient presented in clinic after a remote transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Electrogram review noted low level, high frequency noise, leading to pacing inhibition. The device was reprogrammed. The patient will be monitored.